Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The primary tubing set was to be used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. It was reported that during priming, the nurse connected the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for the piggyback delivery of 1000ml of cisplatin. At this time, the nurse attempted to backprime solution from the primary tubing set into the secondary tubing set. At this time, the nurse reported she felt splashes on her legs. It was reported that no more than 1-2ml leaked onto her legs, the side of the chair, and the floor. The nurse reported she took the tubing set down and noted a crack into the semi-rigid female adapter of the primary tubing set. No specific details were provided. The primary tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects to the patient or the nurse and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.